Event description:
A pt reported they were unable to obtain a reading from their surestep enhanced meter due to their meter allegedly would only prompt error 6 message. Pt was unable to resolve issue. There was no result on their meter. No treatment or adverse event. No further info has been reported.